Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value and cause was unknown. Reportedly, the customer lost consciousness due to bg level. The customer received third party assistance from their spouse who provided and administered gvoke hypopen to address bg. Customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.